Event description:
Caller alleged discrepant results (accuracy) comparison of inratio test compared with lab results. Results as follows: inratio: 1.2, lab: >10.0. Inratio: >7.5, lab: 10.0.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: inratio: 1.2, reference: 10.0, mean: 5.60, confidence-limits: unable to determine. Inratio: >7.5, reference: 10.0, mean: 8.75, confidence-limits: unable to determine. Per event details, all tests are conducted at the same time. Test 1 utilized inratio2, while test 2 utilized inratio 1 meter. Summary: mean calculation from comparison data provided by end-user revealed product test required since mean>5.0 and difference could be determined in test-2. In-house accuracy tests were performed with returned meter/other lab meter on retain strips and compared to test values from sysmex. Accuracy criteria met. Returned meter was tested for functionality and product specifications were met. Product deficiency was not established in retain strips and returned meter. There is no sufficient information to determine the root cause of end-user's discrepancy. Further testing is not required at this time. No corrective action is required as no product deficiency was established. On 30-sep-2009: biosite received 1 inratio2 meter (B)(4).